Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and a fluid pathway leak was observed on the delivery system. The delivery system shaft was mechanically kinked/buckled. The analyst noted there is a fluid leak from the tether lock and luer housing when tether lock is in the lock position, the luer housing is not tight to the t-arm luer. After tightening the luer housing to the t-arm luer, fluid still leaked from the tether lock and luer housing when tether lock is in the lock position . There is a kink/buckle on the shaft at 5.7 centimeters. There is contrast on the shaft at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, vontrast likely infiltrated the lumen of the delivery system handle, leaked out of the blue deployment button mechanism, and contrast would not advance to the distal end of the delivery system. The leadless ipg system was removed and replaced with a different system. No patient complications have been reported as a result of this event.